Manufacturer narrative:
It was reported by the account that they don't use compressed air to clean the patient interfaces. The patient interface lens surface must be free of debri prior to use as the laser light will not effectively permeate if there is obstruction like liquids or particles.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The device was returned within its original packaging confirming the reported lot number of 60151195. A visual inspection of the returned device revealed rings sketched on the surface of the pi lens. No other obvious defect or damages was observed. Package was returned without the syringe; therefore, no suction test can be performed. Cone height, parallelism, cone diameter and flange thickness were tested, and all measurements were found within specifications. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60151195. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and surgeon noticed that the flap created was very superficial. The flap was in the epithelium rather than stroma in the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient was converted to photorefractive keratectomy on the same day. Bcva from (B)(6) 2019. Right eye pre-op 20/20 -2.25 x .00 x 0. Left eye pre-op 20/20 -2.50 x .00 x 0. This report is for the patient interface. A separate report is being submitted for the intralase laser system.